Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305916, batch # 3352630. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: please open a quality complaint for this bd product at corewell health. Here are the relevant event and product details: event date: 8-27-2024. Event location: xxx. Event description: ¿in lab with room for vaccinations for well child check, patient is due for 4-month-old vaccinations, patient is to receive pcv15, rotavirus, pediarix and hib, placed needle on pcv15 and pediarix, pressed plunger to expel air with no issue, placed needle on diluent to mix hib dry powder for administration, diluent injected into vial with no issue. Went to draw vaccine back into syringe to be able to administer to patient and there was malfunction with needle. Would not draw vaccine back into syringe. Attempt to both express air into vial and re-attempt to draw vaccine. No pressure/suction into syringe. Removed from vial, cleansed vial, applied new needle to syringe and was able to extract hib vaccine from vial for administration for patient. Exp. (B)(6) 2028 patient was able to receive all 4 vaccinations with no issues today or any other incidents.¿ harm to team member or patient? No injury to my knowledge. Product name: itm-1119966 - needle safety 25gax1in. Product ref: 305916. Lot number: 3352630. Bd customer account number: (B)(6). Actual product involved is not available for return.